Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post-deployment, an x-ray abdomen anteroposterior 1 view showed that an inferior vena cava filter was present. Approximately, one year and two months later, a computed tomography (CT) abdomen and pelvis were revealed that an inferior vena cava filter was unchanged and located below the renal veins. There was a thrombi within the right lower lobe pulmonary arteries. Around, one year and three months later, an x-ray pelvis 1-2 views showed that there were post-surgical changes in the abdomen and pelvis, as well as previously seen inferior vena cava filter. Around, six years and two months later, a doppler scan showed an age indeterminate left mid popliteal venous thrombosis. The next day, an ultrasound duplex lower extremity vein unilateral showed that the mid popliteal veins were partially compressible with internal echoes consistent with age indeterminate deep venous thrombosis. Around, eight days later, a nuclear medicine lung ventilation-perfusion imaging showed an intermediate probability of pulmonary embolus. On the next day, a computed tomography angiography (cta) chest showed no pulmonary embolism. After, three days, a computed tomography angiography (cta) chest with and without contrast showed that there was no pulmonary embolus. After, four months, an ultrasound duplex extremity veins bilateral showed acute deep venous thrombosis in the left lower extremity. There was no evidence of deep vein thrombosis in the right lower extremity. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical complication. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical complication. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.